Manufacturer narrative:
The device was not returned for evaluation. As no device was returned for evaluation, the root cause of this issue could not be determined. If additional information becomes available, a follow up report will be filed.

Event description:
There is a sizable chunk of drape melted onto the bottom of the solution warmer. The solution sterility was compromised however no patient injury was reported. The solution warmer was tested by biomed department and was within spec.